Event description:
The customer reported that they are having intermittent vertical lift problems. The customer hits the button multiple times to get the vertical lift to work during setup before the case.

Manufacturer narrative:
The ge service rep replaced the power supply and replaced a 2 year old coin battery on gib board.